Event description:
Upon reviewing the syringe analysis, the hub of delivery system was splintered and will be reported as product malfunction. There was no report of adverse effect to the pt.

Manufacturer narrative:
This is one of two products used on the same pt. MFR report# 1058196-2008-00134 & 1058196-2008-00185. Please note date add'l info will be submitted within 30 days upon receipt.